Event description:
The mother of a (B)(6) female pt contacted zoll customer support to report constant adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt the trunk cable connector was cracked and the brown (-5v) wire, white driven ground wire, and the black main battery wire were broken inside the trunk cable connector. The belt was unable to detect or treat. The root cause for the broken wires and the cracked connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.